Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example sets were provided: (B)(6) 2025 8:15 pm CT / sg 60 mg/dl - bg not taken. (B)(6) 2025 8:30 pm CT / sg 46 mg/dl - bg 70 mg/dl. After dms review, we confirmed the following information at the times of event: (B)(6) 2025 8:15 pm CT / sg 62 mg/dl - bg not entered (B)(6) 2025 8:30 pm CT / sg 61 mg/dl - bg not entered. After dms review, it was confirmed that the user received a low glucose alert at 8:11 pm CT when the sg was at 62 mg/dl, and at 8:26 pm CT when the sg was at 61 mg/dl. The user didn't confirm if she sought for medical treatment or solved the event by herself. It wasn't confirmed if the user made the hcp aware of the event.

Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: apr-21-2025 8:15 pm CT / sg 60 mg/dl - bg not taken. Apr-21-2025 8:30 pm CT / sg 46 mg/dl - bg 70 mg/dl. A review of the data management system (dms) revealed that apr-21-2025 8:15 pm CT / sg 58 mg/dl - bg no bg was entered. Apr-21-2025 8:30 pm CT / sg 65 mg/dl - bg no bg was entered. The user didn't confirm if she sought for medical treatment or solved the event by herself. It wasn't confirmed if the user made the hcp aware of the event.a case (00197938) was created to address sensor inaccuracies inclusive of the event.per the case notes, during customer care's review of the examples provided by the user, it was noticed that not all bg values were entered in the system. The entered bgs showed good agreement with the sg and customer care suggested that the user enters all bg values into the system, as calibrations, when differences are observed. This may help the system adjust based on the information entered as a calibration and will assist us in evaluating the user's concerns. Attempts were made to help the customer upgrade their transmitter firmware to via data hub, but the customer was always unavailable. A courtesy transmitter replacement with updated firmware was given to the user (not related to the reported event). A review of the in-vivo raw sensor data did not reveal any anomalies. A review of two weeks of data post-feedback confirmed good agreement between sensor and calibration readings, and the user was advised to continue using the system. B4.date of this report 04 june 2025. G3.date received by the manufacturer? 04 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect -impact code updated to 4648. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.